Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had one low flow alarm on history. The patient stated it was inaudible. The event log captured a lone low flow event on (B)(6) 2021. The event was transient and appeared to be a patient related event and not a vad (ventricular assist device) issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow alarms was confirmed with the submitted log file. The log file captured a low flow alarm event on (B)(6) at 8:01 am. The alarm was active relating to the flow estimation value being below the low limit threshold (2.5 lpm). The system operated within the patient speed value (5,200 rpm) and low speed value (4,900 rpm) for all events. Attempts were made to obtain additional information from the customer regarding the reported low flow alarm; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 18mar2021. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes low flow hazard alarm indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.